Event description:
It was further reported that a wire was placed into the distal om2 and the vessel was predilated, reducing the 95% stenosis to "less than 30%". The wire was then placed in the om1 branch. The mid cx stenosis and the distal left main ostial cx were predilated. Target lesion 1 was 20 mm long with stenosis reduced to 0% following stent placement. The mid cx area had less than a 30% deep calcification arc so it was decided that rotation would not be performed. Target lesion 2 was 30 mm long and was identified in the 2nd obtuse marginal (2nd om) with 95% stenosis and a 2mm reference vessel diameter. Target lesion 3 was 14 mm long and was identified in the left main coronary artery (lmca) with 80% stenosis and a 3.5mm reference vessel diameter. Multiple attempts to advance an over the wire taxus stent into the distal left main and ostial cx were unsuccessful due to resitance at the cx ostium combined with vessel tortuosity. Lesions underwent balloon angioplasty. Attempts to deliver a taxus stent into the 2nd om were also unsuccessful. It was determined that the angioplasty result was adequate and further attempts to stent target lesions 2 and 3 were aborted. Final stenosis were 30%. One hundred seventy eight days after the procedure, the pt was admitted to the hosp with a two day history of chest pain. Chest x-ray the day of admission showed moderate cardiomegaly and prominence of interstitial markiings suggestive of congestive failure. ECG (date unk) showed normal sinus rhythm with q-waves and t wave inversions noted in leads iii and a vl with st depression in leads v2-v5. Nitroglycerin was administered. The pt was diagnosed with a q wave myocardial infarction (mi), non-q wave mi per cath report the day of admission. ECG's were unavailable. In the opinion of the dr the relationship of the mi to the target vessel is probable.

Event description:
Same patient as 6000093-2005-00984. It was reported that 178 days after a coronary artery drug eluting stenting procedure, the patient experienced a myocardial infarction (mi), and underwent coronary artery bypass grafting (CABG). The lesion being treated in the index procedure was a 2.5mm, 80% stenosed portion of the proximal circumflex (prox cx). The physician treated the lesion with predilatation and successfully placing a taxus express2 8.8% 2.50x24mm drug eluting stent in the target lesion. There were no complications. The patient was discharged the next day on plavix and aspirin. Approx 9 months after the procedure, the patient experienced a posterior q-wave mi. The patient was hospitalized. The patient was discharged 5 days later. In the opinion of the physician the raltionship of the mi to the taxus stent is unknown.